Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomed dept with an unsigned work order indicating that a nurse noted the device displayed an alarm condition but the volume was too low to be heard even when the volume was adjusted to the high setting. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. No additional info was provided.